Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to excessive wear, adverse tissue reaction, a minimal amount of synovial fluid (5 ml) and proliferative synovial tissue, osteolysis and large cystic changes in the acetabular subchondral bone bed. The information received does not change the MDR decision.

Event description:
Litigation papers allege, the patient experienced pain and had high concentrations of various metallic elements in her blood as a result of the failed asr.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.